Event description:
It was reported that bd cathena 22gx1.00in winged bc adapter / connector was defective / damaged what happened/could have happened? We discover that the three-way tap has broken and that something is stuck in the pvk. The pvk has been set by the anaesthetist, so we are a little unsure of what it should look like. 3 way valve is broken and something got stuck in the pivc when did the incident occur - during use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of adapter/connector defective/damaged was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of adapter/ connector defective/ damaged was not confirmed upon inspection of the sample. Analysis of the sample showed no damage or defects on the actuator or adapter. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Upon inspection of the returned sample, the actuator was found detached and the spring was missing. Currently, a vision system is in place to verify the presence and positioning of the spring and actuator, as well as to check the septum spring and actuator. However, the defect described in the event could not be replicated during testing. The root cause could not be determined.